Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. During the device evaluation, however, ventec did observe that it was unable to maintain fio2 levels. The inability to maintain fio2 levels could also lead to lower than expected fio2 delivery. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.